Manufacturer narrative:
The limitations section of the instructions for use states: "performance characteristics have not been established for the assay used in conjunction with other manufacturers' assays for specific sars-cov-2 serological markers. Laboratories are responsible for establishing their own performance characteristics." "Results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods." "Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/nonreactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained a discordant nonreactive (negative) atellica im sars-cov-2 igg (cov2g) result for a patient sample. The patient was initially tested for igg antibody with an alternate method on (B)(6) 2020 and the result was reactive (positive). The sample was sent to alternate site (support laboratory) for testing and the result was reactive (positive). The sample was tested on the atellica im cov2t assay and the result was reactive (positive). The customer did not report the initial negative result but reported the positive result obtained at the support laboratory. There are no known reports of patient intervention or adverse health consequences due to the discordant (negative) cov2g result.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00510 on 11/10/2020. Additional information - 12/10/2020. Siemens has completed the investigation for a discordant non-reactive atellica im sars-cov-2 igg (cov2g) result compared to reactive results obtained with atellica im sars-cov-2 total (cov2t) and an alternate method. There is no expectation that atellica im cov2g assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. The atellica im cov2g and atellica im cov2t may not always correlate. The atellica im cov2g method measures igg antibodies and the atellica im cov2t method detects igg and igm antibodies. The atellica im cov2t assay is more sensitive than the atellica im cov2g method. According to the limitations sections of the assay instructions for use: "a nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." "Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." Based on the information provided, siemens did not identify a product problem. Customer is operational. No further investigation is required. The investigation findings and conclusion codes have been updated to reflect the investigation results.